Event description:
Specific device code was not supplied. Initial device placement was during an aortic abdominal aneurysm repair procedure in (B)(6) 2018. During surveillance enlargement of the aortic abdominal aneurysm (aaa) was noted. It had enlarged to 7cm. The patient returned to hospital where angiogram imaging revealed a leak from the device¿s bifurcation area. The physician placed an atrium icast stent in the iliac limb up to the bifurcation graft. During another angiogram the leak was still noted and possibly stronger. The physician concluded there must be a hole at the bifurcation of the graft. An esc-28-12-80 zenith converter graft was placed to realign the body and repair the endoleak. The converter graft was placed to route blood to the left side of the body graft and then a left to right femfem bypass graft was placed. An amplatz plug was placed in the right leg of the graft to occlude the flow to the right. The patient was discharged without any events.

Manufacturer narrative:
The device was not returned for evaluation. A lot number was not provided for the device associated with this complaint, therefore a review of the device history record could not be performed. It was confirmed that medical imaging will not be provided for this case. There are a number of processes and checks in place at william cook australia to ensure that the device is manufactured to the correct dimensions, and to ensure that loose or damaged graft material/sutures/knots are identified prior to shipment. The device IFU states: "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak". Due to the lack of information available in this complaint it is difficult to determine a root cause as to why the endoleak may have occurred. There is no evidence to indicate that a device non-conformance or deficiency contributed to the complaint. From the information available, it is possible that one or more of the following factors may have contributed to this complaint: leg extension separation; distal device separation; tear at the bifurcation region of the graft; procedural factors.

Event description:
Specific device code was not supplied. Initial device placement was during an aortic abdominal aneurysm repair procedure in (B)(6) 2018. During surveillance enlargement of the aortic abdominal aneurysm (aaa) was noted. It had enlarged to 7cm. The patient returned to hospital where angiogram imaging revealed a leak from the device¿s bifurcation area. The physician placed an atrium icast stent in the iliac limb up to the bifurcation graft. During another angiogram the leak was still noted and possibly stronger. The physician concluded there must be a hole at the bifurcation of the graft. An esc-28-12-80 zenith converter graft was placed to realign the body and repair the endoleak. The converter graft was placed to route blood to the left side of the body graft and then a left to right femfem bypass graft was placed. An amplatz plug was placed in the right leg of the graft to occlude the flow to the right. The patient was discharged without any events.